Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool. The water temperature wasn't reducing below 30 degrees and therefore my patient's temperature wasn't reducing below 38.4 degrees they went through the diagnostics from the help index. After giving them the figures they asked for, they diagnosed that there was an issue with the internal pumps. They described it that the chiller pump wasn't talking to the other pumps. Therefore, there was no way the machine could cool a patient. Per additional information updated from ttm, they were new to arctic sun and do not have additional pads. The patient was not cooling, and they were not sure if it was the pads or something they are doing. S/n: (B)(6). Target temperature was 36c, patient temperature was 37.7c, water temperature was 30c, chiller temperature (t4) was 3.9c, mixing pump command (mpc) was 100%. Explained device will need to go to biomed labeled with not cooling. Confirmed the pads were likely fine, but the device needs a repair.

Manufacturer narrative:
The initial reporter's facility name is (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the mixing pump was found to be faulty. (Arctic sun 5000) no error code observed. Mixing pump was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions are needed. Corrections: d, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool. The water temperature wasn't reducing below 30 degrees and therefore my patient's temperature wasn't reducing below 38.4 degrees they went through the diagnostics from the help index. After giving them the figures they asked for, they diagnosed that there was an issue with the internal pumps. They described it that the chiller pump wasn't talking to the other pumps. Therefore, there was no way the machine could cool a patient. Per additional information updated from ttm, they were new to arctic sun and do not have additional pads. The patient was not cooling, and they were not sure if it was the pads or something they are doing. S/n (B)(6). Target temperature was 36c, patient temperature was 37.7c, water temperature was 30c, chiller temperature (t4) was 3.9c, mixing pump command (mpc) was 100%. Explained device will need to go to biomed labeled with not cooling. Confirmed the pads were likely fine, but the device needs a repair. Per additional information received via mail on 25jul2025, device being collected monday 28th july. Being collected monday 28th july to come back to tech services. The device was removed - there was another device available which the staff put on the following day.